Event description:
During an ablation procedure, the ablation signal was not sufficient during the case. Water was noted to be flowing back into the electrical, fiber optic and irrigation cable of the catheter to the tactisys. The catheter and the tactisys were exchanged to continue the procedure with no adverse patient consequences.

Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. A leak was detected within the irrigation line. Further investigation revealed a gap at the luer/proximal tubing junction, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the optical and electrical connectors.